Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of death as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The investigation was unable to determine a conclusive cause for the reported difficulties. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to seal a perforation caused by another device. When the graftmaster 3.5 x 19mm stent was advanced to the perforation, it failed to inflate which contributed to a clinically significant delay. A graftmaster 4.8 x 19 mm stent was used to seal the perforation, however the patient's health was declining prior to use and they died from a pulmonary embolus on (B)(6) 2017. No additional information was provided.